Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One (1) device was received for evaluation; one (1) event was confirmed during testing. The device was found to be affected by corrosion.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement; no patient impact.